Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. 223 days post-op, the patient was seen for evaluation of a mass/lump in the right breast. Mammogram findings include "there are areas of glandular density consistent with gynecomastia seen in both breasts, right more than left. No suspicious lesions are seen in either breast. Glandular tissue is noted in the retroareolar region. No solid or cystic lesions are seen. Changes in both breasts are consistent with gynecomastia, right greater than left. Patient states the changes in the right breast have become more apparent recently. Probably benign finding." No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion and posterolateral fusion surgery from l3 to s1. During the surgery, the rhb mp-2/acs collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e., in the posterolateral gutters and disc space. Post surgery, the patient complained of progressively worsening pain in his mid and low back, with associated pain radiculopathy in his lower extremities. Severe pain and symptoms also caused him to undergo revision surgery. The patient continues to experience extreme mid and low back pain and radiculopathy into his lower extremities. He is unable to stand for long periods of time, cannot lift heavy objects. He requires cane for ambulation. He is unable to enjoy his daily activities that he enjoyed pre-operatively, and has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.